Event description:
Following intraocular lens implant surgery, cell material was observed at the rhexis edge. The patient has not reported symptoms, but the surgeon is concerned that the material may continue to grow over the surface of the lens.